Event description:
It was reported that during a da vinci-assisted nephrectomy with lymphadenectomy procedure, a laceration to a main vessel occurred while the surgeon was using the monopolar curved scissor (mcs) instrument, resulting in a hemorrhage. The surgeon believes that the da vinci system, its instruments, and/or accessories did not cause or contribute to the incident. The patient's anatomy made the left lymph node difficult to identify, and while attempting to retrieve this tissue, an unspecified main vessel was lacerated, causing approximately 500ml of bleeding. The bleeding was controlled and resolved by suturing the defect, and the patient received a transfusion of one unit of blood products. The tissue was successfully retrieved, the procedure was completed robotically, and the patient is currently stable.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the laceration injury resulting with bleeding was due to the patient's anatomy. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted, and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.